Event description:
Information was received from a patient. It was reported that they experienced a jolting sensation from the bottom of their feet up to their ears, which made them wiggle. The patient stated that it felt like a pin hit them and happened a couple of times. The change in therapy was considered to be related to positional movement as it happened when the patient laid down on the bed. It was noted that the patient hadn¿t had any recent medical tests or electromagnetic (emi) environmental exposure. The patient further reported that they would also feel a burning sensation in their foot while walking. It was noted that these issues occurred two days prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to discuss symptoms. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.